Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer had a blood glucose value of 1.5 mmol/l, and experienced trembling, muscle cramps, and seizure. The customer was treated with soda by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer had a blood glucose value of 1.5 mmol/l, and experienced trembling, muscle cramps, and seizure. The customer was treated with soda by his wife. There was no report of death or permanent injury associated with this event.